Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the end of a routine hemodialysis treatment, followed by a venous pressure low alarm. Attempts to remove air were discontinued due to clotting of the circuit. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. The cycler alarmed appropriately to the presence of air and also clotting of the blood circuit. The user's guide indicates adequate instructions for the manual removal of air in the blood circuit. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.